Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the tissue welder's jaws overheated. Staff pushed the slider button to turn it off and device would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: after the procedure, the hospital discarded the product. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.